Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformance's were identified for this part number, lot number combination per qlik query executed on 8/9/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that during a btb acl surgical case when placing 8 x 23 milagro advance br in femoral tunnel, notched, tap with 7-8, screw over guide wire. The milagro split approximately 3/4 way in. This happened to two more 8 x 23 milagros in the femoral tunnel, same case. The 4th milagro was placed with no issues. There was no surgical delay to case or patient harm. Fragments were generated but were easily removed without any additional intervention. No other medical intervention was required. Additional information provided by the affiliate reported the patient was young and had rock hard bone. It was alos reported the same bone hole was used to complete the procedure and all debris was removed from the patient.